Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during an abdominal aortogram with run off procedure in the "right groin" and contralateral access, the flexor high-flex ansel guiding sheath broke in half upon withdrawal from the patient's anatomy. It was reported that the dilator was not in place at the time of the separation, as well. The patient was transported to the hospital where a surgical cut down procedure was performed and the tip of the complaint device was removed. During this process, it was found the patient had a large abdominal aortic aneurysm. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.

Manufacturer narrative:
B5: additional information was received which indicates the patient tolerated the surgical procedure to remove the portion of the retained complaint device well and has recovered. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information regarding the patient and/or event has been received since the previous medwatch report was sent. This information is detailed.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: in initial emdr, report source 'user facility' was inadvertently left off. This source has been added. Device returned to manufacturer was inadvertently left off. This information has been added. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, dimensional verification, quality control, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device had separated into four segments of tubing and three segments of coil. Tubing segment one, the proximal section with the hub still attached. Sections two and three (distal and proximal ends unknown) show minimal signs of fraying, section 4 appears to have separated at the proximal bond site. Total length of all tubing segments was determined to be within specification. In addition, visual inspection of the coil segments in which it is unknown which ends of the separated coil segments are proximal and distal, and it is unknown which segments of tubing the coil segments came from. Each coil segment showed signs of elongation and twisting. With this information, the complaint can be confirmed. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, the instructions for use (IFU) is provided with the device and states "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." It goes on to say, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. Blank fields on this form indicate the information is unknown or unavailable. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.